Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported a leak. When pts come from the operating room to the orthopedic floor with an extra extension set applied in the operating room, the ortho floor nurses want to remove this extra length and reconnect the pump tubing to the shorter extension set. The pump tubing sometimes appears to be stuck to the extension set, the nurses use their kelly clamps to try to loosen it, and the luer on the pump set gets cracked and leaks. No pt harm or medical intervention required. No further pt or event info is available.